Manufacturer narrative:
The customer advised physio-control that they have replaced the battery in the device and observed proper device operation through functional and performance testing.  The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device would intermittently not complete the boot up process. In this condition, the device would not be usable on a patient, if needed. There was no report of any patient use associated with the reported event.